Event description:
Customer reported s. Aureus isolates oxacillin (ox) mic discrepancy. The hospital obtained oxacillin-susceptible results on the post combp 20 and oxacillin-resistant results when visually verified for the clinical isolate. The results were not reported to the physician. Treatment was not delayed or withheld. There was no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Discrepant results when panel was read manually. Conclusions: the cause of the oxacillin susceptible results is unk.